Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had pump error. The customer¿s blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. Customer stated that the were busy at the time of displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not returned for analysis.